Manufacturer narrative:
To reflect device return. Per preliminary pre-decontamination evaluation, the 29mm commander delivery system (ds) was returned with valve crimped on inflation balloon. The ds fully inserted through the sheath. There was a balloon tear proximal to ic the bond.

Manufacturer narrative:
The 29mm commander delivery system was returned for evaluation, fully inserted through the sheath. The delivery system was returned locked, proximal to the warning marker with no fine adjust and no flex in use. The guidewire lumen was kinked, likely due to packaging. Visual inspection of the returned device was performed. The valve was partially aligned on the crimp balloon with the distal balloon bunched. The balloon was torn proximal to I/c (inflation to crimp) bond. There were flex tip gouges on one side. The sheath liner was bunched at distal end of the sheath. During the evaluation of the returned device, the delivery system was able to be pulled to the valve alignment marker and locked. Fine adjust was able to performed without any abnormalities observed during fine adjust or gross alignment. With the balloon shaft locked at the valve alignment position, the balloon shaft was able to be pulled to 74.7n without any slipping observed. This meets the collet engagement force specification. Double wall thickness of the crimp balloon was taken. An out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review for the related work order was performed and revealed no other complaints relating to the complaint codes below. As functional testing showed no abnormalities, prior complaints related to handle and flex tip defects were excluded from the review. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required for difficulty with valve alignment and withdrawal difficulty. Separation of the crimp balloon proximal to the I/c bond during withdrawal of the delivery system is an issue that has been previously identified and investigated in a pra. Manufacturing mitigations/controls relevant to the issue are captured in a pra. Content was reviewed and remains applicable to the manufacturing of the related work order. Additionally, the work order underwent product verification testing as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Commander IFU, device preparation manual and procedural training manual were reviewed. The procedural training manual warns that if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Additionally, do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 - march 2021 for the commander (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. As functional testing showed no abnormalities, prior complaints related to handle and flex tip defects were excluded from the review. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (tortuosity) and procedural factors (withdrawal of torn balloon, non-coaxial withdrawal). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the condition of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a pra. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will also impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Tortuosity in the descending aorta was noted. Performing valve alignment in a non-straight section of the vessel can cause valve diving (thv become unseated from the flex tip), as evidenced by the gouges on one side of the flex tip. If the thv is unseated during alignment, the valve can become non-coaxial and can result in high valve alignment forces thus increasing difficulty with valve alignment, difficulty with fine adjust. The accumulated high alignment force can result in an increased tension within the system which can subsequently weaken the inflation balloon to crimp balloon bond causing it to tear. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.' From the imagery provided and visual inspection, the crimped valve on the balloon was unable to be withdrawn into the sheath and sheath liner was partially delaminated and bunched. It is possible the delivery system profile was enlarged due to the balloon tear, making the device more susceptible to catching on the tip of the sheath. Additionally, the presence of tortuosity may have contributed to non-coaxial withdrawal of the delivery system into the sheath, making the device more susceptible to catching on the sheath tip. Available information suggests patient (tortuosity) and procedural factors (valve alignment in a non-straight section of the anatomy /withdrawal of torn balloon/non-coaxial withdrawal) may have contributed to the reported event. The difficulty with valve alignment complaint was confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests patient (tortuosity) and procedural factors (valve alignment in non-straight section of anatomy) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. The withdrawal difficulty complaint was confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests procedural factors (withdrawal of torn balloon/ non-coaxial withdrawal) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. The balloon tear was confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests patient (tortuosity) and procedural factors (high valve alignment forces) contributed to the reported event. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra. A CAPA was previously initiated to address this failure mode.

Manufacturer narrative:
Investigation is ongoing, pending device return.

Event description:
As reported by field clinical specialist, the first 29mm sapien 3 valve was inserted and during valve alignment attempt, valve would not fully align. There was a 'breaking feeling' in physician's hands during alignment and valve would not fully mount between the markers on the 29mm commander delivery system. This occurred during both gross valve alignment and fine adjust difficulty. Valve alignment was attempted in a non-straight section of the aorta. An attempt was made to deploy the valve, but the delivery system balloon would not inflate. There was a concern that delivery balloon was torn during alignment. The valve could not be removed as it prolapsed over the pusher during mounting. A second esheath was placed contralaterally, and second delivery system and valve was prepped. The sapien 3 valve was aligned in a straighter segment of aorta and delivered successfully. The patient was sent to vascular or to remove first system. The patient was stable at time of transport to vascular or. No procedural imaging (cine, angio films of difficulty alignment, prolapse of pusher, etc) is available, no 3mensio is available. The operator did not pull past the warning marker. During withdrawal the device was unable to be removed. However, there was non-coaxial alignment of the delivery system upon reentry into the distal end of the sheath. There was no retained volume in the balloon. Additional information indicated the patient has died, with the cause of death as hemothorax, believed to have been caused by a short bit of CPR during the time of procedure.